Event description:
It was reported the pt developed an infection at the pump pocket site approximately two weeks after implant. No patient symptoms were reported. The pt was admitted to the hosp. Cultures were done and were mrsa positive. IV antibiotics were administered. The pt's following physician was not reachable. The hospital physician was planning to interrogate the pump to see what medication the pt was receiving via the pump. Additional info has been requested but was not available on the date of this report.